Manufacturer narrative:
No conclusions can be made since product was not returned to dmta and limited information was provided by the customer in reference to the complaint event.

Event description:
During a routine ureteroscopy, the proximal end of the laser fiber burnt then broke off. The procedure was completed with a different fiber. No patient injury reported.